Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On 09/01/2024, it was reported that the wife saw the patient lying on the floor unconscious. The cgm reading was low and the device did not alerted the patient for hypoglycemia. The patient remembered feeling very tired before losing consciousness. They tried to wake him up and they called her niece (nurse). The niece tried to wake him up but the patient was unresponsive. They tried to gave him sugar to his mouth, but the patient was still unconscious. Wife called an ambulance, the paramedic arrived and they treated the patient with a shot (no specified) but the patient was still unresponsive. The patient was taken to the hospital and there they took a bg reading which was 27 mg/dl at around 1 am. There he was treated with IV medication. The patient was discharged on (B)(6) 2024 around noon time. At the time of the report the patient was stable and fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
H6: investigation conclusion - additional information.

Event description:
Subsequent to the initial MDR, additional information became available.